Manufacturer narrative:
Corrected information was received regarding the events. Corrected and updated information in date of event, describe event or problem, model #/lot #, event codes, and additional MFR narrative. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, EKG changes were noted on post-op day 1 and an angiogram was performed, revealing a moderate rca occlusion ¿probably due to native valve calcification¿. Biomarkers were negative. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, one day after the implant of a 26 mm sapien 3 valve by tf approach in the aortic position, EKG showed negative t waves and st-tract depression were detected. There were no biomarkers. Coronary angiography showed the presence of moderate proximal stenosis of right coronary artery, probably due to protrusion of native valve calcification, which was treated by angioplasty and a drug eluting stent implantation. The event was resolved and patient was discharged home on pod6.

Manufacturer narrative:
Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. Mi related to the tavr procedure and the valve implant will manifest intra-procedurally or in the immediate post-operative period, and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on tavr complications, the peri-procedural interval is inclusive of all events that begin within 72 hrs of the index procedure. Mis that occur after the peri-procedural period (>72hrs) are typically related to the patients underlying coronary disease. There are multiple patient factors that could put the patient at risk for mi during the tavr procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the myocardial infarction was most likely related to the patients pre-existing coronary artery disease. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, two days after the implant of a 26 mm sapien 3 valve by tf approach in the aortic position, the patient suffered a myocardial infarction. The event was resolved and patient was discharged home on pod6.